Event description:
It was reported that the implantable cardioverter defibrillator exhibited episodes of inappropriate automatic mode switch. It was noted that the episodes were filled with premature ventricular contractions. The device was tested in-clinic and all electrical measurements were normal. On (B)(6) 2017, the patient presented in emergency room with syncope. Upon review, an accessory pathway for retrograde conduction following premature ventricular contractions was observed. It was believed that the patient's electrolytes might be imbalanced. No intervention was performed. The patient recovered and was stable.